Event description:
On (B)(4) 2012 customer reported a leak of blue fluid near the probe wipe area of the lh750 instrument. Customer stated that the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a cut in the tubing that delivers diluent to the probe wipe. Fse replaced the tubing and resolved the leak. No further leaks were reported.

Manufacturer narrative:
(B)(4).